Event description:
The purpose of this submission is to report the results of the device investigation and follow-up communication with the user facility.

Manufacturer narrative:
The user facility has informed rw gmbh on (B)(6), 2021 [translated directly from german]: "the users report that the defect device 8676.424, batch #1327402 came from the central sterilization with marking "defect". The defect on the device was noticed in the reprocessing department after machine cleaning. The users are not aware of a defect during a procedure beforehand or any patient hazard." Additional communication with the user facility: they discovered the defect after the sterilization. They have checked if there was any incident with the device beforehand during use, but no evidence was found. They think the tip broke during reprocessing, device evaluation: the root cause is ascribed to mechanical stress or fall. Due to the received information from the user facility and the result of the investigation, rw gmbh considers this matter as non-reportable incident and closed. However, in the event rw gmbh receives any additional information a follow up report will be submitted to FDA. Rwmic is submitting report on behalf of rw gmbh.

Manufacturer narrative:
Rw mic is submitting this report on behalf of richard wolf (B)(4). Richard wolf medical instruments corporation is the importer of this device. Rw (B)(4) considers this MDR/complaint open. Rw (B)(4) will submit a follow up report after the device evaluation has been completed and/or new information becomes available.

Event description:
The distal end of the sheath resectoscope 24fr was broken during use.